Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 97754, serial# (B)(4), product type: recharger.

Event description:
A consumer implanted for spinal pain reported seeing the call your doctor icon and the 376 error code on the recharger, but didn't know why the error code was being seen. It was further reported the consumer hadn't charged in about two to three weeks and was unable to get any coupling. Stimulation was at 7.70 volts, but they didn't know why it was so high, but they couldn't get it go down. It was noted that prior to seeing the error code the consumer had the "d" setting at one, then one day it was at seven, resulting in having to charge every day, which was a pain. Troubleshooting was performed and the consumer was able to get full coupling bars. At the current time stimulation was off because the patient programmer (pp) was telling them to charge the implant. It was reviewed that stimulation could be decreased with stimulation on or off, but currently stimulation was off. In order to resolve the 376 error code the consumer was sent a new antenna, but their setting was still too high so they were meeting with the doctor on (B)(6) which they hoped would take care of the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.